Event description:
A customer reported an event of a "burning smell" (odor) emitting from the sterrad® nx sterilizer. There was no report of any human reaction, no injuries. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
Manufacturer date: 05/22/2012. Conclusion: based on CAPA investigation and astm testing, oil degradation can cause odor/smells for sterrad systems. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system hazard and user misuse analysis (shuma), and corrective and preventative action (CAPA). ¿ the DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. ¿ the service history for this unit for the past six months (01/04/2014 to 07/03/2014) did not observe any significant trend. ¿ the trend for the product malfunction code of odor/smells was completed from july 2013 through june 2014 and revealed a significant trend which is addressed in CAPA. ¿ the fmea revealed the risk priority number (rpn) score for the odor/smell issue is at an acceptable level. ¿ the shuma indicates the risk is as low as reasonably practicable for mild (limited) exposure to odor or odorants that are self managed. ¿ CAPA investigation as well as the astm testing performed indicated oil degradation can cause odor/smells for sterrad® systems. ¿ the oil mist filter was returned and tested. The part was able to pass functional testing with no odor detected. The reason for return was not confirmed. ¿ the catalytic converter was returned and tested. Evaluation of the returned component confirmed that its weight was 671.8 g which exceeds the passing criteria of <604 g. The reason for return was confirmed. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.

Manufacturer narrative:
A field service engineer was dispatched to customer site. Odor/smell was confirmed. A corrective maintenance was performed and the catalytic decomp filter and oil mist filter were replaced. Unit meets specifications and was returned to service on (B)(4) 2014.